Event description:
During a case, a pt undergoing oral (dental) surgery was without oxygen for ten to fifteen minutes. The user was utilizing sevoflurane at 6%. It was reported that the pt had brain anoxia.